Manufacturer narrative:
G2: the country of origin is france. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative that they experienced ¿burning sensations while recharging¿ their implantable neurostimulator (ins). The patient was instructed to decrease their recharge speed in an effort to resolve the issue; however, this ¿did not change anything.¿ there were no external factors seen that may have led to the issue. The patient was to go to a healthcare center to have everything examined. The issue remained unresolved at the time of report. There were no surgical interventions planned or performed. Additional information was received from the manufacturer representative. It was reported that the cause of the burning sensation was the recharger or maybe the location of the ins. There was no physical damage or communication issues with the recharger. The patient did not experience any blistering, burns, or open wounds due to the recharge process. Additional information was received from the representative. It was reported that with further investigation, the burning sensation was not during the recharge but it occurred randomly during the day. The location of the ins seems to annoy the patient, causing them pain and irritation. Additional information was received. It was clarified that the burning sensation was coming from the ins pocket site when they were asked if it was coming from the ins pocket site or from the ins itself. Additional information received from a manufacturer representative. It was reported that the patient experienced burning sensations at the ins site. The ins was revised on (B)(6) 2023.

Manufacturer narrative:
G2: the country of origin is france. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. To resolve the burning sensation, the recharging speed was always on its lowest, the recharger was replaced but nothing changed. It was stated that the ins was placed in a different place, from the upper buttock to the right hypochondrium.